Event description:
It was reported that, during an in-clinic follow-up, episodes of low sensing, loss of capture, and noise resulting in oversensing were observed on the right ventricular (rv) lead. X-ray imaging was performed and the rv lead was found to be dislodged. An attempt was made to reposition the rv lead, but was unsuccessful as the helix was difficult to extend. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, loss of capture, low r-wave amplitude, and noise. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. The measured full helix extension length was within specification. X-ray inspection found over-torque of the inner coil inside the connector region, consistent with procedural damage. The reported event of helix mechanism issue was confirmed. After cleaning, the helix could be retracted and extended by applying torque directly at the connector pin. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue and over-torque of the inner coil. The reported events of loss of capture, low r-wave amplitude, and noise were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies, except for procedural damage.